Manufacturer narrative:
The reason for surgery on (B)(6) 2009 was second degree cystocele, second degree vaginal wall prolapsed and detrusor overactivity.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted concurrently with cystocele repair, cystoscopy with calibration, and bilateral uterosacral vaginal wall suspension.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent takedown of sling on (B)(6) 2005 due to bladder outlet obstruction, urinary retention and scarring.

Manufacturer narrative:
It was reported that the patient underwent bilateral sacrospinous vaginal wall suspension on (B)(6) 2012 concurrently with cyctocele repair and insertion of tutoplast fascia lata graft due to recurrent cystocele, vaginal wall prolapse and urinary frequency. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02078. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure in order to treat uterine prolapse with cystocele and rectocele, and stress urinary incontinence and mesh was implanted. It was reported that following insertion of the mesh, the patient experienced bladder outlet obstruction, stress incontinence, frequent urinary tract infections, urine retention, cystocele, dyspareunia and pain. No additional information was provided.(B)(4).this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02078. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.